Manufacturer narrative:
(B)(4).

Event description:
It was reported that a low battery message occurred. This first appeared (B)(6) ago. Pt currently using prog 3 at 4.7v but was previously on prog 4 at 8.5v but couldn't feel stimulation on that program. Further info reported that the pt had a loss of therapeutic effect. The pt claimed to never have the therapeutic effect following a replacement in (B)(6) 2010. It was reported that the device never gave her control since it was implanted. The pt will be traveling for (B)(6). Additional info has been requested, but was not available as of the date of this report.